Event description:
The recipient reportedly experienced intermittencies and loss of lock. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted.

Manufacturer narrative:
The recipient was reimplanted with another cochlear device. The external visual inspection revealed damage to the epoxy header region, braze, fantail region, and ceramic case. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The manual capacitor leakage test readings were unstable due to flooded components. This is due to the damage that is believed to have been induced during revision surgery. The residual gas analysis test was unable to be performed due to damage believed to have been induced during revision surgery. The internal visual inspection revealed flooded and loose components. This is due to the damage that is believed to have been induced during revision surgery. The reported complaint of intermittent malfunction could not be verified during this analysis, which was limited in some respects due to the device being damaged prior to receipt. This device had a gross leak failure at the case-band braze, which is believed to have been induced during revision surgery. Due to the state of the device the root cause could not be determined.

Manufacturer narrative:
The recipient reportedly also experienced headaches prior to explant surgery. Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another cochlear device. This is the final report.